Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted broadspire to initiate claim. Patient reported a revision surgery. Patient indicated the revision surgery was due to broken bones. No further information is available at this time. (B)(6) 2010 - medical records were received by broadspire and forwarded to depuy, received on (B)(6) 2011. Medical records indicate that the patient was revised to address acetabular loosening and possible pelvic fracture. Product and lot numbers were identified. (B)(6) 2012 - litigation received. The femoral head was added.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/2/2013- ppd and medical records. Received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a loose cup and leg length discrepancy. There was no mention of a pelvic fracture. The summit stem is being added for the leg length discrepancy. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.